Event description:
The customer is requesting alarm logs to confirm if alarms occurred and if they were silenced or paused.

Manufacturer narrative:
(B)(4). The customer reported that there was a ventricular tachycardia alarm and the dr. Did not remember hearing the alarm. No patient harm was reported. Examination of the alarm logs showed that the alarm in question had been silenced at the central station. There was no malfunction and the silencing was intended. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.